Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rerd0024 showed no other similar product complaint(s) from this lot number.

Event description:
Patient reported to medical services & support that she had a groshong cvc placed in 2007, and the catheter needs to be repaired due to home healthcare "messing" up the catheter. The catheter will flush and aspirate with out issue, however, patient is having bleed back. Patients states she was informed that the catheter was obsolete. She contacted ms&s inquiring about a yellow connector as she has 3 inches of catheter that could be repaired. Patient is scheduled to see her physician to have her groshong cvc evaluated for repair or replacement. Ms&s advised the patient that the device is not obsolete. No patient injury was reported.